Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Toothbrush head straight down my throat [foreign body in throat]. Thumb...bleed - skin [skin haemorrhage]. Metal piece that holds the toothbrush got stuck in my thumb...wound - skin [skin wound]. Dropped the toothbrush head straight down my throat [accidental device ingestion]. Toothbrush head straight down my throat [exposure via ingestion]. Toothbrush...broke - oral-b [device breakage]. Become so loose in the metal it drops the toothbrush head - oral-b [device connection issue]. Case narrative: consumer via e-mail reported that the oral-b toothbrush handle, type 3756 broke and the oral-b toothbrush head went down their throat. The metal piece of the oral-b toothbrush handle became loose and dropped the oral-b toothbrush head, sticking their thumb and causing them to bleed. No serious injury was reported. On 23-sep-2024 follow-up via e-mail: the product was used to brush their teeth. The suspect product lot number was bc 811132137. The concomitant product was oral-b power oral care refills crossaction eb50. No serious injury was reported.

Event description:
Toothbrush head straight down my throat [foreign body in throat] thumb...bleed - skin [skin haemorrhage]. Metal piece that holds the toothbrush got stuck in my thumb...wound - skin [skin wound] dropped the toothbrush head straight down my throat [accidental device ingestion]. Toothbrush head straight down my throat [exposure via ingestion]. Toothbrush...broke - oral-b [device breakage] . Become so loose in the metal it drops the toothbrush head - oral-b [device connection issue]. Case narrative: consumer via e-mail reported that the oral-b toothbrush handle, type 3756 broke and the oral-b toothbrush head went down their throat. The metal piece of the oral-b toothbrush handle became loose and dropped the oral-b toothbrush head, sticking their thumb and causing them to bleed. No serious injury was reported. 23-sep-2024 follow-up via e-mail: the product was used to brush their teeth. The suspect product lot number was bc 811132137. The concomitant product was oral-b power oral care refills crossaction eb50. No serious injury was reported.

Manufacturer narrative:
04-nov-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.